Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient sample tested for elecsys tsh assay (tsh), ft4, ft3, fsh, lh and vitamin d on cobas 6000 e 601 module. The customer suspects an interference as the patient is healthy and does not use medication. The results for tsh, ft4, ft3 and vitamin d are reportable malfunctions. This medwatch will cover vitamin d. Refer to medwatch with (B)(6) for information on the ft4 results, medwatch with (B)(6) for information on the tsh results and medwatch with (B)(6) for information on the ft3 results. On (B)(6) 2018 the sample was treated with heterophile blocking tubes and repeated. Both the initial results and the repeat results were reported outside of the laboratory. The e601 module serial number was (B)(4). There was no allegation that an adverse event occurred. The customer stated instrument maintenance is current and no alarms were received. All qc results were acceptable and there are no other concerns with the assays mentioned.